Manufacturer narrative:
Batch review performed on 22 january 2016. (B)(4). On 28 january 2016 it was prepared a final report with the information here reported. On 28 january 2016 the report was sent to the initial reporter and the case was closed.

Event description:
On (B)(6) 2015 the patient had a primary surgery. On (B)(6) 2015 the patient had all implants removed and antibiotic spacers put in. On (B)(6) 2015 the spacers were removed and new implants were put in ((B)(4)). On (B)(6) 2015 the surgeon is washing out the hip and exchanging the head and liner due to continued infection. The pathogen was strep. The surgery was completed successfully. He explants will not be returned. There are no x-rays available..